Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) the electric pen drive device was only turning to the left. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the date the device returned to manufacturer was inadvertently reported as dec 12, 2017 in the initial medwatch report. Please note that the correct date is dec 15, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the control unit of the electric pen drive device was not functioning and was defective. It was noted that the motor, controller, and the markings on the handpiece were worn. It was further determined that the device failed pretest for check function with foot pedal, check function with test hand switch, check function and direction of rotation, and marking and labeling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.